Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device. Batch review performed on 06 jun 2019: lot 184063: (B)(4) items manufactured and released on 15-oct-2018. Expiration date: 2023-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 other similar reported events (complaints (B)(4)).

Event description:
Revision surgery performed 2 weeks after the primary due to bone fracture and subsided stem. The patient was walking to the bathroom and felt a crack in her hip, could then not weight bare. The mini max stem has been removed, implanted a xacta 37.5mm and a new head, plus 3 cables.